Event description:
Blood glucose device generated a result which is outside the reading range of the meter. It was reported meter read 700 mg/dl, became scared, and made a doctor appointment for the next day. Reporter stated the next day, meter read 900 mg/dl at the doctor's office however was unable to locate both values in the memory. No treatment was reportedly received and no control testing performed. A request was made for the return of the suspect device and replacement product was sent.